Manufacturer narrative:
Patient city: (B)(6) patient country: spain imdrf medical device problem: code (B)(4) is not available in database to capture for color of product is different from that expected. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced issue with infusion set as the color of the tubing took a strange white color in a segment close to connector on (B)(6) 2026.